Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for 6 month check on (B)(6) 2015, it was noted that the left ventricular lead exhibited loss of capture at max outputs. A chest x-ray was performed for possible dislodgement. On (B)(6) 2015 the lead was explanted and replaced successfully, no complication were reported.